Event description:
It was reported that (1) device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the surgeon was performing a diagnostic laparoscopy and using the hsh05 sharp hook blade. The surgeon started getting a solid tone with the first hsh05 blade he was using. The staff replaced the 1st blade with another hsh05 sharp hook. Within a couple minutes the 2nd one began solid toning. The staff, once again, replaced the hsh05 sharp hook blade and also the luke handcord. Within a couple minutes the hsh05 was solid toning again. The staff replaced a total of 4 hsh05 sharp hook blades before completing the case with the 5th. There was no consequence to the pt.